Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) and manufacturing review was not required as this is the first complaint for this lot number. Investigation summary: the sample was received. The arterial catheter effective length was measured and found to be 51.2cm in length. The venous catheter effective length was measured and found to be 50.0cm in length. Electrode is deformed and does not protrude from venous catheter.based on review of preliminary evaluation images and evaluation images, the electrode appears to have been deformed between the date of the preliminary evaluation and the evaluation. Functional testing can not be performed due to the fact that the electrode has been deformed. The investigation due to the fact that the sample is in poor condition, the electrode appears to have been deformed during storage and/or transport. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: h2, h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery, the catheter activated, however, the endovascular fistula was allegedly not created. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the catheter activated, however, the endovascular fistula was not created. There was no reported patient injury.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery, the catheter activated, however, the endovascular fistula was allegedly not created. There was no reported patient injury.

Manufacturer narrative:
This supplemental MDR is being submitted to report the corporate lot number and additional information received. The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. (Expiry date: 5/2021).